Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer stated that insulin pump was still asking for blood glucose required and her blood glucose still a was 406 mg/dl. Customer stated that she experiencing high blood glucose at 470 mg/dl but her insulin pump still showing 140 mg/dl. The customer was declined to troubleshooting. The customer need to give her self a bolus and drop her son at work. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.